Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a replace battery now alarm without a low battery alert and the insulin shut off after a few hours. It was noted the problem occurred after they used a different brand of battery then what was advised. They were advised to use energizer lithium batteries and to call back if problem reoccurred. The customer¿s blood glucose level was 133 mg/dl. The device will not be returned for analysis.